Manufacturer narrative:
No product was returned for investigation. Data logs were returned for analysis. Optical sensor issue: clinical details mention that placement signal unreliable (psnr) alarms were seen during the case on (B)(6) 2025. Data log analysis confirmed psnr alarm on (B)(6) 2025, which did not resolve till the end of the case. Prior to the psnr alarm, the placement signal showed no abnormal trends and was in-line with p-level changes. After the psnr alarm triggered, placement signal spiked to 3000, snr which was stable dropped to 0, contrast barcoded between values of +-3000, light decreased from approximately 2.7 to 0.5, gain decreased from approximately 1.5 to 1 but increased in amplitude, while lamp remained constant at 100. The root cause of the optical issue was most likely fiber break due to torquing of the optical fiber line based on the trends seen in the optical parameters from data log analysis. Mechanical interaction with blood: clinical details mention that the patient was suffering from hemolysis on (B)(6) 2025. Echo was done which verified that the pump was shallow at 2.3cm, which was moved to 3.8cm. Patient suffered from ectopy the deeper the pump was moved inside the lv, so the pump was left in a shallow position. There were no impella in aorta alarms observed from the data logs, but impella position unknown and suction alarms were seen towards the beginning of the case. The root cause of the hemolysis was most likely positioning issues as the pump was shallow as confirmed by echocardiology. Hypotension, major bleed, respiratory failure, inflammation, hemodynamic instability: clinical details mention that the patient suffered from ectopy during the case which increased the deeper the pump was positioned in the heart. It was also seen that the patient was hemodynamically unstable during the case, suffered from hypoxia with spontaneous bronchial hemorrhage, and became profoundly hypotensive after septic shock. The patient's lungs were also weak, with oxygenation issues. The patient also suffered from inflammation at near the pump's extremity where it was swollen and tight. Gi bleeding and airway bleeding was also seen during the case. The root cause of the injury was not determined due to lack of sufficient clinical details. Arrhythmia, sepsis, infection: clinical details mention that the patient suffered from arrhythmia on (B)(6) 2025. The patient had a septic shock on (B)(6) 2025. On (B)(6) 2025, the patient was administered antibiotics to treat infection caused by cpo. In order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pump #(B)(6) passed all post-sterile inspection checks.

Event description:
The complainant reported that gross hemolysis was noted when the patient was transferred from a previous facility. Hemolysis had started at the prior location, and the performance level was reduced in an attempt to alleviate it. Plasma-free hemoglobin was elevated on arrival. The patient was escalated to a higher support device, and plasma-free hemoglobin decreased. In the afternoon, the patient became hypoxic and experienced spontaneous bronchial hemorrhage with significant blood loss. The patient underwent two bronchoscopies but became hypoxic again, and a pneumothorax was suspected. A right chest tube was placed. The patient then became hemodynamically unstable, with suspected profound septic shock of unknown etiology. Lactic acid levels increased significantly, and white blood cell count was critically low. The patient became profoundly hypotensive and required multiple vasopressors. The patient achieved partial hemodynamic stability but later developed atrial fibrillation with rapid ventricular response, was shocked twice, and converted back to sinus rhythm. The patient has expired.